Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain. Doi: (B)(6) 2019. Dor: (B)(6) 2020. Affected side: unknown.